Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to login. A technical support specialist (tss) stated that the hospital information technology (it) team restored all previously offline servers on remote support services (rss). The tss dialed in to the device, logged in using carefusion cfnadmin, and verified via services.msc that all bd services were up and running. Using sql server management studio (ssms), the tss ran the downtime query and confirmed that the extract, transform, load (etl) process was running every five minutes. The enterprise server (es) website and health sight viewer (hsv) were launched successfully, with login confirmed. No devices were showing in critical override, all devices were communicating with the server in real time, and there were no active notifications, confirming system stability. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to log in to the pes inside the website. There were no adverse events or injuries reported based on this event.